Event description:
(B)(4). About 2 years after I got the device, I started noticing my periods and cramps getting heavier and the pain worse. I had medicaid at the time I was implanted, and haven't had insurance since, until recently. In the last few years I've had horrible pain during sex, horrible stabbing pains just randomly, severe cramping that's worse than labor, super heavy bleeding that comes and goes. I had a regular period before getting essure and now my periods are heavy and I'll have more than 1 cycle each month. My hair is starting to fall out, I have issues with my belly and bloating, I'm exhausted 24-7, no matter how much sleep I get. I break out in hives, my breast are tender, my entire body aches, just about a month ago I started having heart attack like symptoms, right arm pain, numbness and dizzyness, and trouble breathing associated with this essure device. I never had any of these issues until essure.